Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: lopro, t4, gs52001, catalog: 0574-0127, sn: (B)(4).

Event description:
While in patient procedure, the customer reported using the gs avl/gvm monitor with lopro t4 blade, which did not perform as intended. The prongs on the video cable connector was bent causing the monitor to not recognize when the lopro is plugged in. Another laryngoscope was used to complete the procedure as another gvl titanium was not available. There was no patient or user harm reported.